Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (unable to cannulate). Patient's condition affected effectiveness of device (anatomy related; short aortic neck and calcification). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short aortic neck and calcification).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 4.9 cm x 4.7 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 19.5 mm to 21 mm in diameter. The aortic neck was short in length and moderately calcified with severe thrombus. It was reported that the bifurcated stent graft was being deployed and the contralateral gate would not open. It was noted that the contralateral gate was pinched; the physician attempted several wires to cannulate however this was unsuccessful. The physician elected to convert the stent graft to an aui. The physician implanted several coil devices in the contralateral gate/limb. An endurant cuff was successfully placed and the case was complete. No clinical sequelae were reported and the patient is fine.